Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl. It was unknown that how the customer treated for their low blood glucose. The customer was unable to troubleshoot low blood glucose as he was no longer using insulin pump. The insulin pump will not be returned for analysis.